Manufacturer narrative:
The reported event of pain at ipg site was not confirmed. A visual inspection did not find any anomalies that would contribute to the reported event. The returned ipg passed all functional testing using auto tester. No root cause was identified for the reported issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing pain at the ipg site following unrelated orthopedic spinal surgery wherein screws and hardware were implanted in close proximity to ipg. It was then reported the ipg had moved position and was now on an angle internally resulting in difficulty recharging the ipg. In turn, surgical intervention was undertaken wherein the ipg was explanted from right buttock. A new ipg was implanted in left buttock. This addressed the issue. Patient denied any recent trauma or weight fluctuations.